Event description:
It was reported that cgm displayed error 42 when customer attempted to start sensor session. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance on performing pump reset, completed reset with assistance, and was then able to successfully start sensor session without error recurrence.